Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type b3: event date is month and year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pt could no longer charge their implant (ins). When trying to recharge the ins they got no device found. The issues started probably two or three weeks ago and was going off and on. Then last night they could not charge at all while they could charge fine the night before. Pt noted they had reset the controller a whole lot recently. During call pt verified no damage to the rtm or to the controller charging port. Pt reset the controller and attempted to recharge the ins, pt noted they had a hard time plugging the rtm in but eventually got it in. Pt got no device found. Pt attempted to go through passive recharge mode. Pt noted they did passive recharge mode last night and got 99 but that did not work. The issue was not resolved. An email was sent to the repair department to replace the rtm. Mdt rep called and said the pt got the replacement recharger and called mdt rep. And was escalated. Pt demanded the controller be replaced because they were having the same issue. Mdt rep. Was not with pt and did not have pt on the phone line. Mdt rep. Said the message "failure to recharge" was still present for the pt even using the replacement recharger. Mdt rep. Requested the recharger be replaced. Tss emailed repair department to replace the controller and sent follow up email to local mdt rep. To update them on steps being taken for pt. Pt also called to report the same thing, that they could not recharge their implanted neurostimulator (ins). Patient stated that they kept getting a message that said cannot find device. Patient mentioned that they spoke with medtronic representative yesterday and was sent a new recharger, but thought the issue was the controller. Patient service specialist asked, patient stated that the issue with charging was off and on for about 2-3 weeks. Patient then stated that yesterday or the day before, the ins totally went out (agent understood ins was dead). Patient noted that they had not been able to feel the stimulation any longer. Patient attempted to recharge the implant today, but the controller was still showing cannot find device (no device found/ndf). Patient confirmed using the recharge option on the controller, but that did not resolve the issue and kept going back to the ndf and reposition screen for the last hour, though pt mentioned briefly seeing 93's on what agent understood to be the passive recharge mode (prm) screens. The issue was not resolved. An email was sent to the repair department to replace the controller. Manufacturer representative (rep) conferenced patient today. They have done several passive recharge mode(prm) sessions and patient still can't get the normal recharge screen. The controller and recharger have been replaced and ts confirmed patient was using the recharger sent by repair dept. Patient said their implant has gotten deeper in the pocket but it's a quarter inch deep and most likely less; patient can feel all 4 corners without a layer of clothing.technical services(ts) had patient put recharger paddle into the air and over the junction box on the recharger and the number were good according to the locations it was placed. Ts recommend that rep meet with patient to disable/re-enable implant and then try more passive recharges, and if that doesn't work then rep is to reset the implant again with disable/re-enable. Ultimately if patient still can't recharge then rep is to get mdt file and session files for engineers to analyze. Patient said they had a CT scan on their leg last week, but no fall/accidents or trauma. Mdt rep. Called and reiterated details of case. Pt got replacement controller and could not get the controller to connect to the ins because they kept getting no device found. Controller could not be paired because ins would not communicate with controller and recharger. Pt had been through several passive recharge mode sessions with numbers inthe 90's, but had not got the ins to advance beyond no device found screen and passive recharge mode. Mdt rep. Connected the ins with CT communicator today when they met with pt and noticed the communicator would disconnect from the ins if moved 6 or more inches away from ins. Mdt rep. Mentioned some difficulty running impedance test due to proximity needed to be maintained of CT communicator. Mdt rep. Said they kept getting no device response. Mdt rep. Said they had impedance "avoids" on electrodes 14 and 15, but these were "preexisting" (tss did not ask more questions to focus on reason for call). Mdt rep. Confirmed they saw the ins at 80% on call. Mdt rep. Said therapy had been off. Mdt rep. Tried to use fa con troller to pair the ins to the fa controller using the recharger, but could not get past passive recharge mode screen on call. Tss had mdt rep. Pull mdt data report, session reports, and communication logs. Tss attached logs to case and escalated case. Rep called in again to see if any info has been found on the situation. Agent advised an email would be sent to principal tech to note that rep had checked in on this.

Manufacturer narrative:
Product analysis #806338366: pli# 30 product ID# 97715 analysis determined broken niobium unipolar feedthrough antenna with separation and corrosion of the niobium unipolar feedthrough pin to antenna. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the ins was replaced on (B)(6) 2024 and will be returned for analysis. On 2024-may-28 the device was returned, noting the ins was unable to connect to controller.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had initially not been able to communicate with the implantable neurostimulator (ins) via the clinician tablet or the controller, however then was able to communicate with it using the controller and went home. Once at home, they could no longer communicate with it. The ins is depleted and rep states they started a charge session with the battery "in red". Rep is seeing the screen with three numbers, with 95 for all numbers, later 95, 96 and 96 and later 76, 96 and 96. The controller is flashing green. Rep provided updated serial number for the controller. Rep states the patient has put on a little bit of weight and the ins did charge for 15 minutes. Technical services (tss) reviewed recommendations made by tss earlier and advised rep to have the patient follow-up with their healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) who had a conversation with the patient on (B)(6) 2024 to inform her that we did in fact replace her patient controller. And she recalled yes, the rep had called in and gotten a new one sent to her. She is still frustrated with the difficulty in recharging and getting the patient controller to communicate with the ins. Rep called tech support, they didn¿t have any other solutions. Patient was going to discuss with provider at next appt. Has not resolved. Problem is intermittent. Additional information was received from a manufacturer representative (rep). It was reported that the patient (pt) is having the same difficulty with connecting to the implantable neurostimulator (ins). Rep said they are unable to connect to the ins unless the controller is right next to the ins. Rep requested replacement controller for troubleshooting before they replace the ins. A replacement controller was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) product type recharger product ID 97745nt lot# serial# (B)(6) product type product ID 97745nt lot# serial# (B)(6) product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported they tried one last time to get everything to connect and it is still not functioning properly. Patient is being scheduled for a replacement; targeted surgery date is 5/22 but hasn¿t been officially approved yet.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that rep met with patient and was able to help patient to recharge the implant to 80%. Rep had difficulty connecting to the implant with just the controller, thus she reset the controller, then rep disabled and re-enabled the implant; rep was able to connect with tablet and controller now. Issue resolved. Additional information was received from a manufacturer representative (rep). It was reported that the patient still cannot connect their controller to their implantable neurostimulator (ins) unless the controller is right over the top of the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the charging and communication issues was not determined. All attempts to resolve have been documented. There is no resolution at this time. The patient's weight at the time of the event was unknown. This information was also confirmed with a physician/account. Additional information was received from a manufacturer representative (rep). It was reported that they called to check and see if there was any update on the escalated case. Technical services (tss) advices the rep there were no updates. The rep stated that the patient had an ultrasound on their "thighs."